Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor was displaying a service code 204 (belt/monitor unusable).  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was going in and out of consciousness at the time of the treatments and in the hospital at the time of passing. It was reported that the patient's death was cardiac related. The patient was also being monitored on telemetry and resuscitation efforts were attempted. The response buttons were not pressed. Review of the download data, indicates the patient received thirteen shocks in response to oversensing of low amplitude cardiac signal and CPR artifact. The patient received treatments 1, 2, and 3 at 14:46:07, 14:46:35, and 14:47:02. The patient's rhythm at the time of the first three treatments was asystole. The patient's post-shock rhythm for 1, 2, and 3 was also asystole. Treatment 4 occurred at 14:47:30 while the patient's rhythm was asystole. The patient's post-shock rhythm was asystole with motion artifact. Treatment 5 and 6 were at 14:50:29 and 14:50:56. The patient's rhythm and post shock rhythm was asystole with CPR artifact. Treatments 7, 8, 9, and 10 happened at 14:57:31, 14:57:59, 14:58:26, and 14:58:54. The patient's rhythm and post-shock rhythm was asystole. Treatment 11 and 12 occurred at 14:59:21, and 15:00:20. The patient's rhythm for both treatments was asystole and the post-shock rhythms were both asystole with motion artifact. Treatment 13 was at 15:04:38. The patient's rhythm and post-shock rhythm was CPR/motion artifact. From 15:04:56 to 15:05:03 there was a communication issue between the belt and the monitor. The patient passed away on (B)(6) 2020 at approximately 16:00.